Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The master tool manipulator (mtm) was analyzed and found to in system logs, the error 1 was found indicating embedded serializer in master base (esmb) printed circuit assembly (pca), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto the surgeon side console fixture test platform (sftp) where it passed all tests. The complaint regarding a non-recoverable fault was confirmed by failure analysis. The probable root cause is attributed the esmb in the mtm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, user informed the technical support engineer (tse) that a non-recoverable error occurred on the system. The tse reviewed the logs, confirming an issue with the left master tool manipulator (mtml). The user had already performed multiple power cycles. The tse suggested using another console to complete the surgery and assisted in connecting another system console. The user continued with the procedure as planned without further issues. No known impact or patient consequence was reported. A procedure delay was reported.